Event description:
Analysis was completed for the returned generator. Measurement of the battery voltage determined that the battery was depleted and was the result of normal, expected battery depletion. The device performed according to functional specifications and analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis was completed for the returned lead. A break was identified at the ends of both lead coils. Scanning electron microscopy images of both coils show that pitting or electro-etching conditions have occurred at the break locations. Since the electrode array portion was not returned for analysis, an evaluation cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Follow-up from the physician provided that system diagnostics were performed indicating high impedance, suggestive of electrode fracture. The physician stated the lack of efficacy was suspected to be due to the lead fracture.

Event description:
A call was received (B)(6) 2017 from a hospital providing that a patient had full revision due to battery depletion and ¿bad¿ impedance. The explanted devices were received by the manufacturer. Analysis is underway, but has not been completed to-date. Additional relevant information has not been received to-date.